Manufacturer narrative:
Upon further review the most appropriate code for the event is medical device problem code: 1170 ¿ dc-discolored. The original reported code of 1878 is no longer applicable. Based on this the event is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 3012236936-2024-00488. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's had cloudiness in the left eye after implantation of the non preloaded intraocular lens (iol). The implant was placed 7-8 years ago. The lens was not replaced. It is reported that the explant of lens will occur in the next couple of weeks. No other information is available.